Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during procedure, it was noticed that the cut wire was oriented in the wrong direction. The procedure was completed with a second stonetome. There were no user injury nor patient complications reported as a result of this event.